Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: removal of hardware bilaterally with exploration of fusion, repeat fusion, l4-5 and l5-s1, placement of monarch titanium screw and rod system bilaterally, utilization of bmp bilaterally, for pre-op diagnosis of l4-5 and l5-s1 nonunion, status post l4 to sacrum fusion. Per-op notes: screws were replaced at l4, l5 and s1 bilaterally. Stability was good at all locations. Rods were placed into slotted screw heads. Bmp on collagen sponge was placed into each gutter. Decorticated bone was also left in the gutter. No complications were reported. Post operatively patient alleged unspecified injuries due to rhbmp-2.